Event description:
It was reported that during a procedure to treat atrial fibrillation faradrive steerable sheath and versacross access solution were selected for use. It has been mentioned that the sheath was faulty resulting in significant bleed back from the valve of the sheath and excessive air bubbles in the sheath shaft after transseptal. Versacross access solution had been inside the sheath prior to, and/or at the time, the air was observed. Pump was used for irrigation. The procedure was completed using another device (same model). No air was seen in the patient. No patient complications occurred. The product is not expected to return as disposed.

Manufacturer narrative:
Correction to the initial MDR in block(s) device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation faradrive steerable sheath and versacross access solution were selected for use. It has been mentioned that the sheath was faulty resulting in significant bleed back from the valve of the sheath and excessive air bubbles in the sheath shaft after transseptal. Versacross access solution had been inside the sheath prior to, and/or at the time, the air was observed. Pump was used for irrigation. The procedure was completed using another device (same model). No air was seen in the patient. No patient complications occurred. The product is not expected to return as disposed.